Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The procedure was completed with a different device. No patient injuries reported.

Manufacturer narrative:
D2b: pro code (product code): fge, lit g4: premarket / 510(k): k141521, k141597.